Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issue was found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with a distal radius fracture. During the procedure, the doctor attached the guiding block to the quick drill sleeve and then the doctor drilled to insert the screw by the use of this drill sleeve. At the last stage of the operation, the screw penetrated the plate without any resistance during the torque limitation. Reportedly only one screw penetrated the second row at the distal radius side of the plate. The penetrated screw could not be removed; the screw and plate remains implanted in the patients arm. The procedure was completed.